Event description:
The user facility reported that a runthrough ns guidewire broke during a procedure and the fractured piece remains in the patient. The following information was provided by the user facility: the attending physician used two; guidewires during the procedure to provide more support and to set the stent in the restenosis area; the second guidewire was pushed in the 2nd marginal so the stent could be pushed and expanded in the old restenosed area; the attending physician noticed that the second guidewire seemed to be blocked when it was withdrawn so it was pulled; subsequently the guidewire broke and a piece of the guidewire remains in the patient; reportedly there was no harm to the patient.

Manufacturer narrative:
(B)(4). The actual sample along with a cd-rom of the procedure was returned to the manufacturing facility for evaluation. There were 2 samples returned, hereinafter respectively called sample 1 and sample 2 in this report. Visual inspection upon receipt of sample 1 did not find any visible anomaly. Magnifying inspection of the platinum coil segment did not find any visible anomaly. Magnifying inspection of the stainless steel coil segment found that the coil had been elongated on approx. 250mm from the distal end. The outside diameters of the platinum coil and stainless steel coil were confirmed to meet manufacturing specifications. Visual inspection upon receipt of sample 2 found that the platinum coil by approx. 30mm and the core wire by approx. 14mm were missing on the shaft. Magnifying inspection of the stainless steel coil obtained the below findings: (1) there was no missing segment on the stain steel coil portion; (2) the stainless steel coil had been jumbled on approx. 30 -63mm from the distal end: (3) the stainless steel coil had been elongated on approx. 250mm from the distal end; and (4) electron microscopic inspection revealed that the fracture of the core wire had diminished toward the end. The outside diameter of the core wire was measured on the undamaged area and confirmed to meet manufacturing specifications, being comparable to that of the current product sample. The retention sample of the involved product code/lot# combination was determined for the fracture strength of the core wire at approx. 14mm from the distal end and verified to be comparable to that of the current production sample. Retention sample of the involved product code/lot# combination: approx. 0.65kgf and the current production sample; approx. 0.64kgf. Review of the cd-rom obtained the below findings: (1) the first guide wire was inserted in the circumflex branch and the balloon was inflated at the site the stent was placed; (2) the second guide wire was inserted in the marginal and the balloon was inflated at the site the stent was placed; (3) a guide wire got stuck in the site where the stent was placed; (4) from the complaint description, it is the second guide wire that got stuck in the site the stent was placed. Reproductive testing was conducted. A runthrough ns sample was subjected to a pulling force in the state the segment at approx. 249mm from the distal end being trapped. The stainless steel coil portion got elongated. A runthrough ns sample was subjected to a torque force 5 times in the same direction in the state the segment at approx. 30mm from the distal end being trapped. The coiling of the stainless steel got jumbled. A runthrough ns sample was subjected to a pulling force in the state the segment at approx. 14mm from the distal end being trapped. The core wire got fractured first and then the platinum coil got fractured at the joint located at 30mm from the distal end. Subsequently, the fracture cross-section of the core wire was electron microscopically inspected. The fracture of the core wire was found to have diminished toward the end. The damage similar to that of the actual sample was duplicated. A review of the device history record of the involved product /lot# combination confirmed that there were not any indications of production-related problems. A review of the shipping inspection record did not find any indicate nonconformance. A search of the complaint file did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the sample 1 confirmed not to be fractured and sample 2 was found to be fractured, with the platinum coil by approx. 30mm and the core wire by approx. 14mm being missing on the shaft. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements such as the following: "manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
(B)(4).

Manufacturer narrative:
Other - based on the user facility information, non-resorbable material was left unretrieved in the patient's body. (B)(4). The actual device has not yet been returned for evaluation; therefore, the failure investigation was limited to a review of user facility information, quality records, and an evaluation of a reserve sample. Visual inspection of the reserve sample confirmed there were no anomalies, such as a kink, along the total length of the device. Magnifying inspection of the platinum and stainless steel coil segments confirmed there were no anomalies including an irregularity in the coil pitch. The outside diameter was measured and confirmed to meet product specifications. The reserve sample was further tested by being subjected to a tactile feel evaluation. The sample was confirmed to have a uniform application of hydrophilic coating and no localized decline in lubricity. A review of the device history and shipping inspection records indicated that there were no production related or inspection problems. A review of the complaint files confirmed that this lot number has not been reported previously. A follow-up report will be submitted when the actual sample is received and a full investigation is complete. All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).